Manufacturer narrative:
The second surgery, which discovered the broken screw, was initiated to address an adjacent segment disease. The field representative confirmed that the reset screw was initially implanted in (B)(6) of 2013. During this surgery, an interbody was not implanted. The pedfuse package insert (doc80001, rev. E) states that pedfuse implants are intended to be used as an adjunct to fusion and cautions that the device system is not intended to be used as the sole means of spinal support. It acknowledges that use of the product without bone graft or in cases of non-fusion can cause breakage of the device. The engineering evaluation of the returned reset implant concluded that the implant breakage was due to excessive force as seen by increased load and fatigue precipitated by the absence of the interbody. This conclusion is supported by the clinical scenario reported by the field representative.

Event description:
While surgically implanting the pedfuse reset system into a patient, the surgeon noticed that a reset pedicle screw, which had been implanted at an adjacent level during a prior surgery on (B)(6) 2013, was broken. The screw had broken at the base of the tulip head resulting in two pieces; one of which was remaining in the patient's bone. The surgeon successfully removed both pieces of the broken screw and replaced it with a slightly larger screw to complete the construct. This incident required minor surgical intervention with surgical pliers to remove and replace the broken screw shaft and there was no significant delay to surgery.